Event description:
It was reported that there were coupling issues and a 375 error code was displayed on the patient programmer. The patient had a loss of stimulation and therapeutic effect. The implantable neurostimulator (ins) suddenly turned off even though the patient was recharging. The recharger indicated the ins battery level was fine, but the patient¿s symptoms suddenly got worse. Interrogation by a clinician programmer showed that the ins was always on 25 percent of battery level so ¿it was possible that the patient got with no battery because of the misinformation of the recharger system.¿ at the time of the report, the ins was charged up to 75 percent. The antenna locate feature was used to find the best position with the implantable neurostimulator (ins) since the patient could not get good coupling. While using the antenna locate feature, the manufacturing representative got 16-146 with an average of 46. The error code appeared three times during the ¿revision¿ without an apparent reason. The error code started to appear two weeks prior to this report. A different recharging system was used and the manufacturing representative was able to get good coupling and the error code was not displayed. The antenna location used with the new recharging system was marked and the old recharging system was tried at the same location, but the system was not able to communicate with the ins. A reposition the antenna screen was displayed with the old system. The issue was resolved after replacing the recharging system. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37651, serial# (B)(4), product type: recharger. (B)(4).